Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was not provided. Reportedly, the customer cleaned the speaker holes and cleared the alarm.(no obstruction was observed on the vents, but customer cleaned them anyway and the issue resolved) however the altitude alarm recurred. The customer continued to use the pump for insulin therapy and had manual injections if needed. Cts sent replacement pump.